Event description:
It was reported that, during a tka surgery, the insert could not be implanted normally. Both baseplate and insert did not present any visible damage. Procedure continued with a backup device from smith and nephew of the same size as the original insert, without a delay or an injury.

Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device has minor scratches. The device shows signs of moderate use. A dimensional inspection of the returned device inspection was attempted; the damage/deformation at several features of the device would not allow for accurate measurement. A functional evaluation confirmed that the device was paired with mating part mechanism and does not function as intended. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. The potential probable causes for this event could include but not limited to a user or procedural error. Based on this investigation, the need for corrective action is not indicated. Without the actual products involved and/or device information, our investigation cannot proceed. If these devices or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.